Event description:
It was reported that the novel lead was unable to implant due to an unknown reason. The patient status was unknown.

Manufacturer narrative:
The reported event was unable to implant due to unknown reason. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.